Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution and part of preventative maintenance, the battery pins in the device were replaced. Physio observed proper device operation through functional and performance testing and the device will be returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device inappropriately loss power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
After further investigation, physio-control determined that the cause of the reported issue were due to worn battery pins and an old battery. Worn battery pins and old batteries can increase the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.